Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on the same day, (B)(6) 2014, the transmitter gave an out of range signal for about 2.5 hours. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.